Manufacturer narrative:
G3: this has been added as it was omitted in error in the previous report.

Manufacturer narrative:
Corrected data - h10: a patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
Correction: section h6-health effect - clinical code- the health effect-clinical code should have been 2388-inadequate pain relief and 1924-failure of implant rather than 2388-inadequate pain relief only.

Manufacturer narrative:
The event of a patient unable to disable MRI mode was reported to abbott. The issue was resolved with replacement of the ipg. Effective therapy was reestablished. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an MRI and are unsure if they disabled MRI mode before or after the MRI. Following the MRI, the patient was unable to connect to their ipg. A manufacturer representative met with the patient and was unable to repair the ipg, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.